Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to straighten the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional regurgitation (mr), with an mr grade of 4. Two clips were implanted successfully, reducing mr to 2. However, when removing the second cds; an attempt was made to turn the +/- knob of the sgc in the negative direction and the sgc did not straighten. The sgc was pulled out of left atrium with +/- knob in the neutral position. Once the sgc was outside of the anatomy, the sgc was tested, and it was confirmed that that the guide did not straightening after turning in the negative direction. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported mechanical issue of steerable guide catheter (sgc)unable to curve guide was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the mechanical issue of sgc unable to curve guide was due to the identified cable break; however, a definitive cause for the cable break could not be definitively determined. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.